Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. The device involved in this event has not been returned, no evaluation provided. Following completion of the investigation, a follow-up medwatch will be submitted.

Event description:
It was reported from (B)(4) that during the treatment of an aneurysm, the coil did not frame well during positioning. Wupon removal/withdrawal, the coil kinked and could not be pulled within catheter. The coil detached within micro-catheter there was no reported patient injury.